Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Customer's blood glucose (bg) reached 600 mg/dl. Customer addressed elevated bg by changing all supplies and delivering boluses. System check was performed with tandem technical support and no issues were identified. During follow up on (B)(6) 2016, customer reported that infusion site was not visibly compromised and that health care provider advised customer to revert to injections. Customer declined any further assistance.